Manufacturer narrative:
Block e1: the initial reporter address is (B)(6). Block h6: imdrf device code a0401 captures the reportable event of handle cannula break and basket wire break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during a stone retrieval procedure performed on (B)(6) 2025. During the procedure, a trapezoid rx was used with an alliance handle to attempt to crush a 2.5 cm stone. However, the handle cannula broke and the stone got stuck inside the basket. Additionally, the basket wire was broken. The patient was sent to surgery to remove the stone and basket from the patient. No patient complications noted as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle cannula break and basket wire break. Block b5 and e1 (initial report first name, last name, facility name, address 1, reporter city, zip/post code, phone number, and occupation) has been updated based on the additional information received on may 6, 2025.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during a stone retrieval procedure performed on (B)(6) 2025. During the procedure, a trapezoid rx was used with an alliance handle to attempt to crush a 2.5 cm stone. However, the handle cannula broke and the stone got stuck inside the basket. Additionally, the basket wire was broken. The patient was sent to surgery to remove the stone and basket from the patient. No patient complications noted as a result of this event. ***additional information received on may 22, 2025*** the date of surgery was (B)(6) 2025.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle cannula break and basket wire break. Block b5 and e1 (initial report first name, last name, facility name, address 1, reporter city, zip/post code, phone number, and occupation) has been updated based on the additional information received on may 6, 2025. Block h11: the returned trapezoid rx was analyzed. Visual inspection revealed that the side car rx component had been pushed back approximately 5 mm. The sheath was found to be detached, accordioned, and stretched. The handle cannula was detached, exhibited signs of crimping, and was kinked. The handle itself was damaged. Due to the condition of the device, it was not possible to determine whether the basket wire was broken. Additionally, the working length showed evidence of a mechanical cut. With all the available information, boston scientific concludes that the observed side car rx push back may be attributed to the amount of force applied to the thumb ring on the handle during attempts to crush the stone. This applied force could have caused the working length to retract, subsequently resulting in the displacement of the side car rx. It is possible that the same force contributed to the overall retraction of the device and the detachment of the sheath. The sheath was observed to have buckled, become detached, and stretched. The applied force may have places significant stress on the device, potentially leading to damage of the handle and detachment and kinking of the handle cannula. Due to the condition of the returned device, it was not possible to determine whether the basket wires were broken. As a result, the most probable root cause for this event cannot be established. The reported event of "handle cannula break" will be classified as "no problem detected," as the handle cannula was observed to be intact during analysis. Additionally, it was reported that a surgical intervention was required. During analysis, evidence of a mechanical cut was observed on the working length. The complaint summary stated that the patient was taken to surgery to remove both the stone and the basket, which suggest the physician may have intentionally cut the working length in order to retrieve the trapezoid rx device. Both the need for surgical intervention and the mechanical cut appear to have resulted from complications encountered during the procedure. Therefore, the most probable root cause is classified as "adverse event related to procedure." Furthermore, according to the complaint details, the device was used beyond its expiration date. As a result, this aspect will be classified as "failure to follow instructions." Based on all available information, the most probable conclusion code is "adverse event related to procedure."

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during a stone retrieval procedure performed on (B)(6) 2025. During the procedure, a trapezoid rx was used with an alliance handle to attempt to crush a 2.5 cm stone. However, the handle cannula broke and the stone got stuck inside the basket. Additionally, the basket wire was broken. The patient was sent to surgery to remove the stone and basket from the patient. No patient complications noted as a result of this event. Additional information received on may 22, 2025 the date of surgery is (B)(6) 2025.